Manufacturer narrative:
Investigation summary: it was reported that the syringe does not flush all the way. To aid in the investigation, thirty five samples were received for evaluation by our quality team. Twenty four samples came in sealed packaging flow wraps and eleven samples came with no packaging flow wrap. Three of the eleven samples came contaminated with blood and were not analyzed. For the remaining thirty two samples, a visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306547, lot number 1053528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends..

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil had difficult plunger movement past the "6cc" marking. The following information was provided by the initial reporter: "in faulty syringes, at 6cc, became impossible to flush- causing users to assume IV went bad, luckily tubing was then checked- tubing was ok- syringe disconnected and determined to be the issue- even disconnected from tubing and the pt, the syringe was still nearly impossible to flush"